Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Battery icon indicates amount of battery power remaining. The unit continuously monitors the battery capacity. As the battery depletes, the unit is designed to alarm, notifying the user of the reported condition. Pre-use checkout, as contained in the urm, confirms both that the power failure alarm is functioning correctly and provides an indication that the internal backup battery system is able to support proper device operation if needed. There was no reportable malfunction.